Event description:
It was reported that when using the bd pyxis¿ es server patient information and orders were not populated on the station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient information and orders were not populating on the station. A technical support specialist (tss) checked sql server management studio (ssms) but could not find the reported order. Tss restarted all relevant messaging and network services, but nothing changed. Server checks showed messages were current. Tss escalated the issue to the interface team and confirmed there were no messages in the carefusion coordination engine (cce) queue. A sample order was found on the enterprise (es) server, and more recent samples were obtained with help from dines and integration engineering support team (iest). Tss contacted the customer and confirmed only certain areas were affected. Using order (B)(4), tss verified the order was present in patient encounter system (pes). At device, tss found no errors before the db backup, performed full syncs with and without dropping the data base (db), but the issue continued. Although orders existed in the server database, they were not reaching the station. Tss finally identified that the device was set to temporary non profile mode, which prevented orders from displaying. User verified able to reverse the change. As tss resolved the issue, field service engineer cancelled the work order. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patient information and orders were not populated on the station. However, there were no adverse events or injuries reported based on this event.